Manufacturer narrative:
New information (images) was received. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately four months post stent placement in the right sfa, the patient experienced claudication. A non-invasive study showed a total occlusion of the vascular stent with an ankle-brachial index of 0.6. Atherectomy and percutaneous transluminal angioplasty was performed without complications.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable to provide any further patient or procedural details to bard.

Event description:
It was reported that approximately four months post stent placement in the right sfa, the patient experienced claudication. A non-invasive study showed a total occlusion of the vascular stent with an ankle-brachial index of 0.6. Atherectomy and percutaneous transluminal angioplasty was performed without complications.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the percutaneous transluminal angioplasty procedure were provided for evaluation. On the basis of the images, no indication for an irregular stent placement or defect of the implanted stent was found. No relation between the reported in-stent restenosis respectively the reported claudication and the subject device was identified. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An in-stent restenosis may be caused by various factors and may even occur inside the target vessel and in non-defective stents that were correctly placed. Restenosis may be caused by neointimal hyperplasia, by a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction as well as by abnormal vessel geometry caused by stent implantation. An irregular stent placement as well as insufficient pre- and/or post-dilation also may be contributing factors. Based on the images provided, no indication for an irregular stent placement was identified. A definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. In addition, the IFU indicates that arterial occlusion/restenosis of the treated vessel is a potential adverse event that may occur. Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. Updated 'outcomes attributed to adv ev' due to receipt of additional information. Updated 'eval code & desc - conclusion1' due to completion of evaluation. Updated 'additional event information' due to receipt of images.

Event description:
It was reported that approximately four months post stent placement in the right sfa, the patient experienced claudication. A non-invasive study showed a total occlusion of the vascular stent with an ankle-brachial index of 0.6. Atherectomy and percutaneous transluminal angioplasty was performed without complications.